Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. An ntw clip was inserted and grasping was performed. However, it was observed the clip arms would not fully close. It was noted that during preparation, the technician may not have been able to fully close the clip. This was not noted until after grasping was performed. Troubleshooting was performed, but the issue was unable to be resolved. The clip was retracted into the left atrium (la), but the clip arms were still unable to fully close, resulting in a clinically significant delay and prolonged anesthesia. The clip was retracted to the tip of the steerable guide catheter (sgc). The sgc and clip delivery system (cds) were removed together; however, the physician had to enlarge the groin incision in order to remove the devices. One clip was then successfully implanted, reducing mr to a grade of <1. Additional sutures and a vessel closure device were used to treat the enlarged groin incision. Subsequent to the initially filed report, additional information was received stating the steerable guide catheter (sgc) ((B)(6)) was returned with the clip delivery system (cds) ((B)(6)). The returned device analysis revealed the soft tip of the sgc was observed to be deformed and the hemostasis valve of the flush port was torn.

Manufacturer narrative:
All available information was investigated, and the reported deformed sgc soft tip and the reported torn hemostasis valve were confirmed via returned device analysis. Additionally, the sgc soft tip was observed to be scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported deformed sgc soft tip, torn hemostasis valve, and observed scratched sgc soft tip were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.